Event description:
Reportedly, the patient died on (B)(6) 2020 due to an electrical storm.

Event description:
Reportedly, the patient implanted with the subject ICD died on (B)(6) 2020 due to an electrical storm.